Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form this event was previously reported under MDR 1822565-2014-01821. This body cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Radiographs depict medical subsidence of the tibial component, and the tibial component appears internally rotated. Radiolucent lines are noted anteriorly and posteriorly around the tibial keel, and medically where the component has subsided. The package insert states "the risk of implant failure is higher with inaccurate component alignment or positioning". The reported endorotation of the femoral component and internal rotation of the tibial component may have contributed to the reported failure. However, a definitive root cause cannot be determined with the information provided. Device history records were reviewed and found conforming. The tibial component displays bone cement and bone remnants only on the posterior keel aspect. The baseplate inferior aspect contains deep scratches and gouges likely resulting from removal. Dimensions were found conforming to prints.